Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The non-healthcare professional reported that during surgery it was observed that the optic was broken. There was no patient contact.